Event description:
During baxter's functionality testing, a spectrum pump falsely alarmed for upstream occlusion. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The false upstream occlusion alarm was reproduced and confirmed through evaluation. This condition was caused by a failed upstream sensor. The upstream sensor was replaced.